Event description:
It was reported that during a pta treatment procedure of an upper arm brachial dialysis site, the balloon would not deflate. The physician had inflated the balloon x1 to 20 atm. He attempted to deflate the balloon using usual methods but was unsuccessful. The phsyician used a needle percutaneously and punctured the balloon. The balloon catheter was removed intact and the procedure was successfully completed using another balloon. Pt status following the procedure was reported as 'fine'.